Event description:
The international customer reported when the ventilator was switched on it alarmed with vent inop due to an air valve liftoff failure. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. Vent inop signals the operator that the ventilator is not capable of supporting ventilation and requires service. During a vent inop condition, the ventilator enters a safe state, where the safety valve is opened and new alarm condition detection is discontinued. If the ventilator is attached to a patient when this condition is detected, the ventilator must be replaced immediately. The manufacturers service engineer confirmed the reported problem. The service engineer replaced the power supply to address the reported problem.